Event description:
Boston scientific received information that this left ventricular (lv) lead had sustained a fracture and was exhibiting impedance measurements greater than 2000 ohms, decreased sensing and no capture. The lead was programmed off and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated if additional information is received.